Event description:
In 2008, the patient stated that she experienced an 04 (occlusion) error on her infusion device. Earlier in the day, she was able to clear the error by changing her infusion site, infusion tubing, insulin cartridge, and piston rod. To further troubleshoot, the patient was instructed to disconnect from her infusion site and to bolus through the infusion tubing. She received an 04. She was instructed to change the batteries and she received another 04 error while attempting to bolus. She inserted the batteries into her backup infusion device and received an 02 (low motor battery) error. The batteries had an expiration date of 04/2008. She was sent replacement batteries. She switched to injection therapy. On the next day, the patient reported that she inserted the replacement batteries into her infusion device, and received an 04 error while attempting to prime through the infusion tubing. She was instructed to remove the infusion tubing and she received another 04 while priming through the adapter. She was instructed to remove the adapter, insulin cartridge, and piston rod and the error recurred. During this time, the patient's blood glucose elevated to 487 mg/dl and she injected insulin via syringe. Her normal blood glucose range is 70-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.